Event description:
Pt reported receiving an 04 (occlusion) error when attempting to bolus. Pt indicated that she used her infusion sets for longer than recommended. Pt indicated that she had used her adapter for longer than recommended. Pt indicated that she had received the #3 battery alarm (03) and that the batteries "are probably not any good." Pt indicated that her blood glucose values were extreamely high today "hi" on the meter ("hi" indicates >500 mg/dl) as a result of the device occluding. Pt indicated that she would change her tubing. Pt was not returning any product. Pt did not report receiving medical treatment as a result of this issue.